Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic colectomy the handle and cartridge could not be connected. A new handle was taken out, but it could not connect to the cartridge. When they checked the cartridge, the parts at the connection part were found to be broken. After that, a new cartridge was taken out and connected to the handle, and it was used normally. The event occurred during the procedure but the product was not used for patient. There was no patient harm.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual examination of the staple cartridge noted that the reload had a full complement of staples. The lock ring was observed to be broken. Functionally the reload was loaded into a pmv representative instrument and was applied to test media with proper staple placement and media transection. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged reload lock ring may occur due improper orientation of the lock ring or over flexure of the reload while attached to the instrument. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.